Manufacturer narrative:
The fse adjusted the pressure relief valve to address the reported problem. No parts were replaced.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator failed the pressure test during the extended self test. The customer reported there was no patient involvement.